Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a belt clip reportedly broke, the replacement belt clip failed, and the ilet fell from the user¿s belt, resulting in a cracked screen and the user switching to manual therapy with reported normal blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of device use and the need for a replacement device. Investigation included a review of the reported event and complaint handling for hardware damage. Investigation of this case revealed a damaged display and an accessory belt clip failure associated with device handling. It was concluded that the event involved physical damage to the device secondary to an accessory failure, with continued device function not assured and replacement provided.